Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient case screenshots does not confirm the reported allegation of "auto generation of tibia model after only a few points collected". A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is the user collected more-than-required data points on the tibia. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during registration of the tibia in a cori assisted tka surgery, a bone model/mesh immediately populated upon initial collection. They attempted to clear points multiple times, backing up to femur, progressing to implant planning, adding/removing green points, and eventually they quit case and started a new case. After a new case was created, they were able to proceed without errors. The procedure was completed with the same device without significant delays. The patient was not harmed.